Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that with in either in november or december when the patient tries to use communicator and handset to get a bolus, he will get to 91 percent, and then it will stay there and then screen will tell him to move the communicator to a different spot. It was noted that if he "moves it back and forth enough" it will then successfully complete the communication and the bolus will start. No symptoms were reported. No further complications have been reported.

Manufacturer narrative:
Continuation of d10: product ID tm90t0. Serial# (B)(6): product type accessory product ID hh90t01, serial# unknown: product type mobile platform product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.